Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for interventional device interferes with permanent pacemaker lead and difficult to track system through anatomy were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. As reported, 'there was difficulty tracking the commander delivery system to the target location, and a right atrial loop was needed.' It is possible that the patient anatomy (tortuosity, pre existing patient homograft) presented a difficult trajectory for delivery system advancement which resulted in the reported need for an atrial loop to advance. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (tortuosity, pre-existing patient homograft) may have contributed to the complaint event. As reported, during manipulation of the commander delivery system and advancement into the homograft, the chronic atrial pacing lead became dislodged from the right atrial appendage. Possible for pacemaker lead dislodgement during a tpvr procedure include suboptimal anchoring of the pacemaker lead or suboptimal/anomalous trajectory of the lead. As tracking difficulty was reported with used of an atrial loop, it is possible that manipulation due to tracking difficulty resulted in the reported interference with the pacemaker lead. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve, during manipulation of the commander delivery system and advancement into the homograft, the chronic atrial pacing lead became dislodged from the right atrial appendage. This occurred as a right atrial loop was created in the delivery system to allow for advancement to the target area. The patient remained stable, and the procedure was successfully completed.

Manufacturer narrative:
The edwards commander delivery system is indicated for aortic and mitral position for patients with severe symptomatic calcified native aortic valve stenosis. Usage of the edwards commander delivery system with deployment of the sapien 3 ultra valve in the pulmonic position is not indicated per the labeling.